Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect after the implantable neurostimulator was turned off to go through airport security checks. The pt's device was set to 1.6 volts. The pt, then, turned the amplitude up to 2.1 volts, at which point stimulation was felt. It was later reported that the pt was to have surgery for two bleeding hiatal hernias that were unrelated to the device sys. It was further reported that the hernia surgery was not performed per the physician's discretion. It was not known if the pt received at least fifty percent relief of the urinary symptoms. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.